Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 128 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.